Manufacturer narrative:
(B) (4). (B) (4). (B) (6). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant info. The emboshield nav6 ((B) (4)) referenced is being filed under medwatch report # 3004742046-2010-00096.

Event description:
Device issue: none. Symptoms/ae: rx acculink in-stent restenosis. Time of ae: approximately 6 months post procedure. It was reported that on (B) (6) 2010, approximately 6 months post rx acculink stent implantation in the left internal carotid artery (lica), asymptomatic restenosis occurred. During an interventional procedure to treat the restenosis, on (B) (6) 2010, an emboshield nav6 embolic protection device (epd) was positioned with difficulty due to vessel tortuosity and heavy lesion calcification, however, it could not deployed. The sheath did not retract as the handle was pulled back. The epd was removed. A second emboshield nav6 was successfully deployed and the lesion was pre-dilatated 7 times. An xact stent delivery system (sds) was advanced but could not cross the target lesion. A non-abbott cutting balloon could not cross the lesion; however, a non-abbott balloon catheter was crossed. The lesion was dilatated with this balloon and the stenosis was reduced from 80% to 30%. The pt was discharged home the next day and there was no adverse pt sequela. Though requested no additional info was provided.